Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the comb was damaged. The comb and carrier guide were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to device design. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the blades are worn/bent. There was no patient involvement. During product evaluation, it was found that the comb was damaged. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.